Event description:
A safeplace band on the patient's left ankle was found to be too tight. The foot started to show some swelling. The band was removed and a new safeplace band was put on the wrist. The effected extremity was elevated and warm packs applied.